Manufacturer narrative:
Patient height reported as (B)(6). Date of event: date of device breakage is not known. (B)(4). Implanted date: date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: concomitant device therapy date reported as (B)(6) 2017. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was conducted for part # 280.800 lot # 008096150. Manufacturing site: (B)(6). A DHR review cannot be conducted since the lot number provided was invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a dynamic hip system (dhs) plate and screws on (B)(6) 2017 due to a broken lag screw. The plate, lag screw, and two additional screws were originally implanted on an unknown date in (B)(6) 2017. The devices and all fragments were easily removed and the patient was being revised to a hip arthroplasty. Surgery was successfully completed, there was no additional surgical intervention, or surgical delay, and the patient's status following surgery was good. Concomitant devices reported: 4.5 cortex screws (part number unknown, lot number unknown, quantity 2). 135 deg. Dhs® plate-standard barrel (part 281.102. Lot number unknown, quantity 1). This report is for one (1) dhs/dcs lag screw 12.7mm thread/80mm. This is report 1 of 1 for (B)(4).